Manufacturer narrative:
(B)(4). The customer reported the paddle set failed to deliver energy. No pt incident was reported. The customer isolated the reported issue to the paddle set. Replacing the paddle set resolved the reported issue. We will consider this a paddle set malfunction.

Event description:
The customer reported the paddle set failed to deliver energy. No pt incident was reported.